Event description:
(B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). A request has been made to return the pump for evaluation to bbm (B)(4). To date, the pump and/or pump logs have not been received. A follow up report will be provided after the device is available and the evaluation is completed.